Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no pacing output and an abnormal lead impedance measurement. The physician elected to explant the ipg. A new ipg was implanted successfully.